Manufacturer narrative:
References: choi, alyssa y., et.al., 2023, performance of endoscopic ultrasound-guided versus percutaneous liver biopsy in diagnosing stage 3¿4 fibrosis. Digestive diseases and sciences (2023) 68:3774¿3780, https://doi.org/10.1007/s10620-023-08019-8 accepted: 21 june 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study between february 2011 to march 2020 evaluated if eus-biopsy, in comparison to percutaneous liver biopsy (p-bx), could effectively and safely obtain adequate tissue sample in those with chronic liver diseases (clds) and other underlying diseases. Initially, a total of 118 subjects was yielded for the study, 59 eus-bx performed with 19-gauge needle and 59 percutaneous-bx performed with 18-gauge needle were the total cases available for histologic evaluation using the sharkcore and competitor devices. However, 3 of the eus-bx and 7 of the p-bx cases were missing at the time of data analysis, yielding a total of 56 eus-bx and 52 p-bx cases available for histologic evaluation. A total of eight patients who underwent eus-bx and one patient who underwent p-bx had complications. There were 6 patients in the eus-bx group and 1 patient in the p-bx group with related complication leading to a post-procedure phone call, two patients in the eus-bx group required an ER visit, two patients in the eus-bx group required hospitalization for observation and one patient in the eus-bx group had thrombocytopenia with platelet count of 101 × 109/l, stage 3 fibrosis, who called, was advised to present to the ER, and was evaluated and sent home without hospitalization. The other 7 patients had no coagulopathy or thrombocytopenia. None of them were on anticoagulation or antiplatelet agents.